Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's husband reported they had unrelated surgery on (B)(6) when they turned stimulation back on everything seemed fine, but recently they could not void and had to be cathed. They stated they had tried increasing the stimulation from 2.7 to 3.1 the morning of the report and the patient could feel the stimulation comfortably. The caller was not sure if they should have a rep come out to check the ins or not because it seemed to have stopped helping the patient void. It was reviewed that they should monitor symptoms and see if increasing the stimulation helped with voiding and they could also try different programs. It was recommended they contact the healthcare provider to request a meeting with the rep if the symptoms continued. No further complications were reported or anticipated.